Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing narrative-add statement below. (B)(4).

Event description:
The article entitled, "total hip arthroplasty performed in patients with residual poliomyelitis: does it work?" Written by byung-ho yoon, md, young-kyun lee md, jeong joon yoo, md, phd, hee joong kim, md, and kyung-hoi koo, md published by clinical orthopaedics and related research (2014) 472:933-940 published online 8 november 2013 was reviewed. The article's purpose was to review a group of patients with residual poliomyelitis who underwent cementless tha on either their paralytic limb or nonparalytic limb to assess (1) harris hip scores, (2) radiographic results, including implant loosening, (3) complications, including dislocation, and (4) limb length discrepancy after recovery from surgery. Data was compiled from 10 patients who received implants from january 2000 to december 2009. Depuy products utilized: pinnacle cup (2), corail stem (2) and srom stem (1) bearing surfaces were coc (8 hips), mom (1 hip) and mop (1 hip). All other implants were non-depuy and it is noted the srom stem was utilized in conjunction with non-depuy products and the stem was used because of a high degree of femoral anteversion in one hip. Adverse events: mild pain(no interventions), leg discrepancy(no interventions), hip dislocation treated by closed reduction and bracing the article does not provide adequate information to provide quantities or directly relate specific depuy product platforms to specific adverse events.